Manufacturer narrative:
No information on how patient was affected or any identifiers of the patient at this time. There is no established expiration date for this device. Said device was not evaluated but quality engineering and r&d conducted test with a r&d body strap sample. The same type of product that failed was evaluated in house. Device manufacturer date is unknown at this point. Evaluation summary: body straps are used to restrain the patients from moving during surgery. The strap has a hook and the welded joint is the weakest link which can break due to patient weight or if the patient exerts a lot of force on the strap. If the welded joint breaks and there is no additional restraints or any personnel around the patient then the patient can fall off the bed and get injured which may require medical intervention. There were no adverse consequences as a result of the malfunction. This is not a single-use device.

Event description:
It was reported that the patient was twisting [while coming out of sedation] and the metal clamp snapped, and released the body strap of the surgical table. Per the initial reporter, there were no additional restraints on the patient other than the body strap when the event occurred. The body strap is damaged/broken at the clamp and cannot be used anymore.